Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. Three days after hospitalization, the patient was discharged and has recovered from the event. Pd therapy was ongoing. No additional information is available.